Manufacturer narrative:
(B)(4). After attempting to f/u with the customer, the status of the electrodes is unk. At this time, the electrodes will not be returned to physio-control for further eval. The root cause of the reported failure could not be determined.

Event description:
Info from the customer reported medwatch report indicates that the pt required a defibrillation shock during a radio frequency ablation procedure for an electrophysiology study, and when the user attempted to deliver the defibrillation shock, only an electrical arc was heard and no energy was delivered. The pt received a small superficial burn to his chest that did not require attention. The user replaced the electrodes and successfully delivered on defibrillation shock to the pt. The pt did not suffer any adverse effects from a result of the reported failure. The customer sent the medwatch report to the MFR prior to the submission to FDA, so there is no report number to reference.